Event description:
A malfunction alarm was reported with the display of malfunction code malf 1. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections as backup therapy, and tandem technical support sent a replacement pump. Instructions were provided for returning the faulty pump, and the customer acknowledged understanding these steps.